Manufacturer narrative:
Corrected date MFR received and aware date due to being entered incorrectly on MFR report number 2021898-2019-00347. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been in the hospital since (B)(6) 2019 with a possible shunt malfunction. It was stated that a procedure was performed where they used a type of solution that was placed in the valve to see if the device was flushing. The patient's shunt was placed back in 2010, and they have had 15 revisions since then.